Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple cartridge change error messages occurred with multiple cartridges during the loading process. Blood glucose (bg) level was 207 mg/dl. Reportedly, the customer reverted to an alternate pump for insulin therapy. Additionally, the customer had manual injections available.